Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the product lot is performing as expected. Return testing was not performed as returns were not available. Device history record review was performed on lot 54655ud00, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed alinity I tsh results for a 10-year-old patient. On (B)(6)2024, sid (B)(6) initial result was 0.26 uiu/ml (normal range is 0.64-6.27 uiu/ml), the doctor questioned the result. Testing was repeated out of the primary tube and the result was 1.30 uiu/ml. No impact to patient management was reported.